Event description:
The patient contacted animas on (B)(6) 2013 reporting that the audio bolus button was intermittently unresponsive and required multiple hard presses to elicit a response. The patient reported that the keypad was peeling below the ok button. The patient denied trauma to the pump. The patient denied moisture to the pump. The patient reportedly wore the pump exterior to a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the audio bolus button is unresponsive. There was a visible hole found in the audio bolus button cover. The button cover was removed, and there was evidence of contamination observed and the internal plug was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.